Event description:
Contact reports set screws and polyaxial screw used during a spinal procedure loosened post operatively. Since additional surgery was needed to replace implants, an MDR shall be filed to document this event.

Manufacturer narrative:
No damage was noted on the returned devices during visual examination. Each set screw was assembled to the polyaxial screw and rod and all 4 set screws functioned as intended. No anomalies were noted during lot history review. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Manufacturer narrative:
It is not clear at this point if the device is available. Without the device it is not possible for depuy spine to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Care must be taken to ensure that the construct is fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.